Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up visit, the rv capture threshold had increased. The device is set to lv pace only. The physician is concerned about inappropriate therapy delivery. The lead remains implanted.

Manufacturer narrative:
External insulation abrasion was noted at 26.7-27.1cm from the lead tip. The etfe coating was intact at the same location.

Event description:
New information notes the lead was explanted due to increased capture threshold.